Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively 8 weeks on a robotic laparoscopic inguinal hernia, the patient was complaining of severe pain due to the heavyweight mesh and poor anatomical fit. The patient wanted the mesh to be removed. The mesh had not been removed. Ultrasound and MRI was performed. Repair looked normal. No recurrence. The surgeon did not recommend removal. The patient was endorsed a consultation for a second opinion. The patient was given medications for pain.